Event description:
The pt's mother reported that the pump is stuck on the verify screen and the pt is unable to confirm. This occurred following the pt falling into a swimming pool. The pt's mother reports that there is water in the cartridge compartment, and confirmed that it was not insulin. No damage to the external structure of the pump.

Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.